Manufacturer narrative:
A product sample was received for investigation. Visual testing was performed. All labels were still intact. No physical damage was found on the device. Functional testing was performed and all passed successfully. The customer's reported issue could not be confirmed. As a result of checking the log, it confirmed that most recently, there was a record of repeated power on/off, presumably caused by a cassette recognition failure.. Preventively, the downstream sensor and the upstream sensor re-calibration were replaced. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product information has been provided to date.

Event description:
It was reported that during the use of the cassette, a no disposable, pump won't run alarm went off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.